Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 309 mg/dl, which was addressed with a manual injection. Reportedly, the customer had manual insulin injections available as alternate insulin therapy. The customer reported a bg level of greater than 240 mg/dl due to over eating. The bg level was addressed with a bolus delivery via the pump and a manual insulin injection.